Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unknown amount of insulin during the load sequence. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Customer¿s blood glucose level was 366 mg/dl.